Event description:
The customer contacted stryker to report that their device unable to power on and the on button nonfuctional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to verify, but not duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unable to power on and the on button nonfuctional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.